Event description:
It was reported that during an exploratory lap sigmoid colon resection procedure, the staples did not form and the anastamosis opened when the device was removed. The procedure was extended by 45 minutes. Sutures were used to complete the anastamosis. There was no patient consequence.